Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.

Event description:
The complaint/event occurred on an unspecified date and involved a chemoclave¿ vented vial spike, 20mm. The reporter stated that particles were observed after preparation of perjeta (pertuzumab) vial 420mg/14ml à 420mg dilute in 100ml nacl 0.9%. This also was observed with ¿study medications¿ that they been preparing for a longer time. There was no report of any human harm.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.